Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged resulting in pump shutting down. The customer experienced an elevated blood glucose (bg) ranging between 217-350 mg/dl. Customer administered a manual injection to address bg level. The customer was hospitalized due to diabetic ketoacidosis and treated with insulin therapy; lantis and humalog. The customer had not sustained any permanent damage and was still hospitalized at the time of report. The customer reverted to an alternate method of insulin therapy. Multiple attempts were made to follow up with the customer regarding hospital release date; however, no response from the customer was received. Tandem technical support replaced pump.